Event description:
It was reported that the bd luer-lok¿ syringe scale markings were printed incorrectly on the syringe. The following was provided by the inital reporter. Verbatim: it was reported that, the batch of bd 20 ml luer lock syringes that we have in stock appear to have quality control issues. One had the markings on the cylinder wrapped around the cylinder instead of going down in a straight line type of event: malfunction. Health effect - clinical code(s): 4582: no clinical signs, symptoms or conditions. Medical device problem code(s): 2911: device markings/labelling problem.

Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # [mw5117757]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 2298739. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were printed incorrectly on the syringe. The following was provided by the inital reporter. Verbatim: it was reported that, the batch of bd 20 ml luer lock syringes that we have in stock appear to have quality control issues. One had the markings on the cylinder wrapped around the cylinder instead of going down in a straight line type of event: malfunction. Health effect - clinical code(s): 4582: no clinical signs, symptoms or conditions. Medical device problem code(s): 2911: device markings/labelling problem.